Event description:
A peritoneal dialysis (pd) pt reported the he found fluid leaking from the cassette door during treatment. He discontinued treatment with the cycler. He performed manual treatment to finish. The set was discarded. During follow up the pt's pd nurse reported that the pt did not have any signs of infection. His effluent was clear. He was not prescribed any antibiotics. No adverse event reported at this time.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.